Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal diopter lens was replaced with a diopter lens with a reported reason of "failure to adapt." It was provided that in the surgeon's opinion the lens was not the cause of the event and that the patient's prognosis is a full recovery. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient did not have improved distance or near vision. Three and a half months after initial implantation the lens was exchanged for a different model. Additional information was requested.